Manufacturer narrative:
During surgery, the surgeon had a hard time inserting the implant and had to do it twice using different sizes of reamer. It was finally inserted but it was sitting proud a few millimeters where as during the trial it sat perfectly. The pt suffered no harm. If any new information be reported as to the condition of the pt, zimmer (B)(4) will submit and updated report. Zimmer considers this case closed. (B)(4).

Event description:
It was reported that the pt received an a.s. Humeral stem 12 uncemented implant on her right hip on (B)(6) 2012. The surgeon had a hard time inserting the implant, hence the time of surgery was extended for another hour.